Event description:
Technician was pulling the carriage cart out of the steris amsco evolution hc-1200 prevac steam sterilizer, the carriage transport cart derailed off of the carriage cart and fell onto the floor containing heavy instruments sets on the racks. This could have caused a serious injury and proposes a safety concern. Steris sterilizer model 031141801. The carriage transport sn (B)(4) and the carriage sn (B)(4). FDA safety report ID # (B)(4).